Manufacturer narrative:
Device expiration date indicates the device was used past expiry date. (B)(4). A visual evaluation of the returned device found the needle penetrated through the outer catheter at the proximal end of the distal stop. Functional evaluation revealed that when the handle was actuated, the needle would extend and retract with effort while the needle was protruding out of the outer sheath. However, when the needle was retracted, the tip of the needle would still extend out of the outer sheath. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Per the event information, the issue was identified inside the patient during the procedure. Most likely, the working length was stuck behind needle distal stop due to some operational/anatomical factors encountered during the procedure. Forcible attempt to extend the needle while the needle was stuck behind the needle stop would cause the needle to penetrate through the outer sheath. The needle could no longer be retracted properly. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure in the patient's lungs performed on (B)(6) 2015. According to the complainant, during the procedure, the needle would not extend out of the sheath after the third pass to get the specimen out. The procedure was completed with another excelon device. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; needle punctured sheath.